Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A versacross connect laac was selected for use. The transseptal puncture was performed without issues using versacross and a watchman access system (was). A 24mm watchman flx pro delivery system and closure device (wds) was prepared and advanced for implantation. During the implant attempt, a mobile thrombus was visualized on the wire. The wds and was were promptly removed, and the equipment was exchanged for new components. The thrombus resolved following removal of the affected equipment. No patient complications were reported. The procedure was completed without further issue. The patient was discharged the same day, and the patient fully recovered.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A versacross connect laac was selected for use. The transseptal puncture was performed without issues using versacross and a watchman access system (was). A 24mm watchman flx pro delivery system and closure device (wds) was prepared and advanced for implantation. During the implant attempt, a mobile thrombus was visualized on the wire. The wds and was were promptly removed, and the equipment was exchanged for new components. The thrombus resolved following removal of the affected equipment. No patient complications were reported. The procedure was completed without further issue. The patient was discharged the same day, and the patient fully recovered.